Event description:
Following placement in a dissected iliac, the distal markets were not aligned properly. It appeared as though the distal end of the stent fractured and a portion had flapped back underneath, between the stent and the vessel wall. A second attempt was made with another device to insure proper wall apposition, but when crossing the first stent it appeared as though the delivery system hung up on the deployed stent causing extensive fracturing and stretching. The delivery system was removed without deploying the second stent in fear of causing further problems.